Event description:
Customer reportedly received result of 68 mg/dl on aviva nano system 1, and result of 151 mg/dl on aviva nano system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2 (lot number 490294, expiration date 10/31/2012). Reference medwatch report with (B)(4) for the suspect device used in system 1.